Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection was performed and a separation between the female connector and main body was observed. Leak, clear passage, and clamp function testing were performed and there were no issues observed.the reported condition was verified. The cause of the separation was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). H11: the device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of a minicap transfer set; further described as "female connector has a gap and the female connector of the set will rotate with the apd tube group joint and cannot be separated". The patient used a sterile gauze to secure the posterior half of the female connector so that the apd could be separated from the female connector. This was observed after use of the device for automated peritoneal dialysis (apd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.